Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the case from the pump, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and remove the o-ring from the pneumatic tap. After inspecting and attempting to reload the cartridge, the caller was able to resume insulin therapy successfully.